Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a link break occurred when the plunger was removed. The sutures of three new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.